Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) interrogation the battery has reached elective replacement indicator ( eri). However, it was later found that battery life was fine. The device remains in use. No patient complications have been reported as a result of this event.